Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: pseudoaneurysm, infection, thrombosis. The following event was noted through a periodic article review. It was reported that 12 days post endovascular abdominal aortic repair using the preclose technique to close an arteriotomy made from a 20 fr sheath with a perclose proglide, the pt presented with a large right femoral pulsatile mass and an international normalized ratio (inr) of 6.0 from chronic anticoagulation for a prosthetic aortic valve. During repair of the pseudoaneurysm, the ipsilateral limb of the bifurcated endograft thrombosed due to inadequate intraoperative anticoagulation and it could not be re-opened. The pt underwent a femoral-femoral bypass graft with a sartorius flap. The pt's course continued with cellulitis of both groin wounds that required serial operative debridements. The author commented that none of the events were related to the closure devices. Though requested, no add'l info was available.

Manufacturer narrative:
(Off label use with introducer sheath 20fr) this report involves a case noted in an article. The device was not available for analysis. The lot number was not identified, therefore, a device history record review could not be performed. Because the device was not returned, no root cause can be determined. Per the device instructions for use. "The perclose proglide 6f suture mediated closure system is designed for use in 5f to 8f access sites." Attachment: w. Anthony lee, md, et al, "midterm outcomes of femoral arteries after percutaneous endovascular aortic repair using the preclose technique." Journal of vascular surgery 2008;47:919-23.